Manufacturer narrative:
(B)(4).

Event description:
Additional information provided from the field indicated that there was also loss of capture observed with the rv lead. Again, the lead was surgically abandoned and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The right ventricular (rv) lead was observed to be dislodged and surgical intervention was performed to abandon and replace the rv lead. There were no additional adverse patient effects reported.